Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The jaw cover was found to have tearing. Tears measure from 0.033¿ to 0.377¿ in length. There was no sign of thermal damage present at the end of any tears. No material was found to be missing.

Event description:
It was reported that during a da vinci-assisted pulmonary resection surgical procedure, the synchroseal jaw cover was torn. The customer used a backup synchroseal instrument to continue with the procedure. No fragment fell inside the patient. The procedure was continuing as planned with no reported injury. Follow-up was performed with the customer to request additional information related to the event. However, no further details were available. In addition, there was no image of the instrument available for review.